Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer had poor contact. Analysis noted that the power supply fan was broken and the power supply was overheating. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had poor contact. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.